Event description:
Complainant alleged that during a routine shift check by a clinician, the defib output was incorrect, and the device displayed a "user set up required" message. There was no pt involvement during the reported malfunction.